Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported that based on the evaluation, it is considered that the charge-coupled device (ccd) unit deteriorated by dropping the camera head, and the image became dark. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
This report is being supplemented to provide additional information based clarification from the customer. The device was inspected prior to use.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of a ¿missing latch¿ as the coupler was found broken. A portion of the cable¿s insulation was noted to be torn off resulting in a leak. The cause of the reported event is most likely due to mishandling. The camera head instruction manual provides the following statements to mitigate damage to the unit and cable. Important information ¿ please read before use ch-s190-xz-e/q operation manual caution use the camera head within a range of ambient temperatures shown in ¿transportation, storage, and operating environment¿ on page 46. When using the camera head at a higher than ambient temperature in the operating environment, the external surface temperature of the camera head may rise excessively. Do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. Investigation activities have been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that the camera head was dropped and the latch is missing. The image was also noted to be poor. There was no patient injury or patient involvement.